Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer: lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-ni2 aq310ain, 19.5 diopter, preloaded injector on (B)(6) 2016 and the lens tore during insertion. Part of the lens remained in the injector and the other part was in the patient's eye. There was no patient injury at removal and a backup lens was implanted. The reporter indicated the injector was tough to push and may be the cause of the event.

Manufacturer narrative:
Visual inspection of the returned product found the tailing haptic was disengaged from (B)(4). Iol and remained inside the injector nozzle. Seeing from residue of viscoelastic material, used volume of the material could be enough. Iol was cut in two pieces just as we heard that it was cut to remove from the patient. The return/complaint rate of the lot was reviewed and it was same level with other lots. Could not determine the exact root cause but it is possible that even though iol folded figure or movement inside the injector showed irregularities that are recommended to stop using, the user enforced to inject the iol and unexpected confliction made the lens damaged. (B)(4). Based on the complaint history, work order search, medical review and the product investigation, a specific root cause of the event could not be determined. (B)(4).